Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported a small and large focal spot error. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The service engineer (cse) reviewed the event log file and found that on plane b all filaments were marked not functional. During troubleshooting, the cse found a bad connection on the tube side. The cse cleaned the connection and reconnected it. Additionally, the cse found a loose connection on the d470-2 x1 (heating unit board). After reseating the connection the system functionality recovered. The root cause why the connections became loose could not be identified. According to remote analysis of the log files, the system showed no abnormalities after reseating the connections. No systematic issue in the field was identified and no corrective action in the installed base in required based on the present event.